Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rapid increase in thresholds. The patient was pacemaker dependent and the physician decided to cap the rv lead and replace. No patient complications have been reported as a result of this event.